Event description:
The procedure was done in an elderly patient with significant cardiac comorbidity and corresponding anticoagulation drug therapy. The patient suffered from a 3.5 cm lesion in the transverse colon. Clip application was not verified before resection. Surgical repair was necessary. After surgery the patient was in good medical condition. The following day the patient went into cardiologist arrest and resuscitation became necessary. Acls remained unsuccessful, also given the bad prognosis due to the severe pre-existing underlying cardiac disease.

Manufacturer narrative:
As the device in question was discarded the assessment based on the information available. The physician described the procedure could be performed without realizing any strange. When retrieving the endoscope the white application ring was completely moved forward and the clip was still sitting on the cap. As resection was conducted without verifying clip application, perforation was caused. This situation was tried to replicate with a demo ftrd product to simulate the described circumstances. Resulting into following conclusions: after several trials it was not possible to replicate the sequence of issues the user described. Due to the dimensions of the clip and application ring, which are defined by the tools used during manufacture, it is technically impossible for the application ring to slide over the clip during application. The review of the lot based quality records revealed no abnormalities. No indication of a technical defect of the ftrd used. The deployment problem appears as multifactorial. Note: this report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: 'follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1'.